Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. A functional test was performed with sterile water and no issues were observed. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system continu-flo solution sets had bubbles in the line. It takes a substantial amount of time to clear the bubbles. This was observed after spiking the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.